Event description:
Was in the process of performing an angioplasty when the guide wire partially fractured and appeared to be fraying. The wire was not in a major heart vessel yet and could be retrieved without completely breaking.